Event description:
It was reported that a patient presented remotely via merlin.net. Upon review, the defibrillator exhibited non sustained right ventricular oversensing. Electrogram revealed crosstalk on v sense amp. The patient was seen in clinic at a later date. Programming changes were made. No patient symptoms were reported.